Event description:
The doctor stated that he removed a medpor custom implant from a patient that had become infected. The doctor stated that he did not do the original surgery to place the implant. The doctor informed co that the patient is mildly retarded and suffers from epilepsy and frequently has scratching fits that may have caused the suture line to open, thereby causing a partial exposure of the implant. The doctor stated that the implant was not the problem that caused the implant to be removed. The doctor stated that several months after the implant was removed, pmma was used to reconstruct the cranial vault.